Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the door cap cover was damaged on the gantry of the imaging system. A replacement cover was shipped to the site biomedical engineer. The replacement was then performed by a medtronic representative on (B)(6) 2017. The imaging system then passed the system checkout and was found to be fully functional. The suspect cover has not been received by the manufacturer for evaluation.

Event description:
A site representative reported that, while outside of a procedure, the gantry door of the imaging system would not open. No additional information was provided. There was no patient present when this issue was identified.